Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. The download data from the returned device showed that no hazard alarms had been generated by the pod. No issues were observed that would result in a hazard alarm. The download data from the pod showed that no hazard alarms had been generated by the pod. In the case description, the customer mentions that the system generated an automated delivery restriction alert which was confirmed from the phb data. This is due to the system delivering the maximum rate of insulin for a long period of time, which puts the system into limited mode as expected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported diagnosis over phone call with doctor and diabetic ketoacidosis / hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The legal guardian reported that the patient experienced hyperglycemia, with a backup meter reading of 382 mg/dl and "hi" on the controller while wearing the pod on the leg for approximately 5 to 24 hours. Despite administering boluses, blood glucose (bg) remained elevated through the evening and night. The controller entered "automated limited" mode and did not resume full automation. The patient was asleep and did not exhibit any specific symptoms and ketone testing showed a level of 1.7 (unit unknown), prompting a call to the ER doctor at chu saint-luc hospital in brussels for guidance. Doctor diagnosed hyperglycemia and ketoacidosis over the phone and advised the patient to use an insulin pen which gradually reduced the bg levels. As treatment, a new pod was applied the following morning.